Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed on (B)(6), 2011. According to the complainant, during preparation when the obturator was placed into the anchor pocket to stretch the device for placement the internal bolster detached. Nothing fell inside the patient. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed on (B)(6), 2011. According to the complainant, during preparation when the obturator was placed into the anchor pocket to stretch the device for placement the internal bolster detached. Nothing fell inside the patient. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The exact age of the patient is unknown however, over 18 years old. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the device revealed feeding port, medication port and c-clamp to be closed. The external bolster was located at approximately the 11 cm mark and was without issue. The internal bolster was found to be separated from the device. The distal end of the tubing presented no tearing but did present evidence of mold line near the distal end of tubing. The inner diameter of the bolster was smooth and without issue. A review of the device history record was performed for lot 14357767 which revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 14357767. The returned unit was consistent with the complaint incident that the bolster detached/separated. Based upon the information in the event description and the event info tab it appears that the internal bolster tore off the tubing during preparation prior to insertion into the patient. Therefore, the most probable root cause is handling damage.